Event description:
Patient called clinic explaining that they have a rash (caller had no other information about location or type) and recently got allergy tested and found to have a nickel and cobalt allergy. Following up with bsx to confirm their products are cobalt and nickel free (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).